Manufacturer narrative:
Sensory medical advised the customer to discontinue use of the bed, and install the technology hub cloth cover, until the issue can be resolved. Sensory medical followed up on (B)(6) to obtain additional information relevant to the investigation. The customer did not respond to the requests for additional information or return the damaged product. Multiple statements are made in the cubby bed user manual and technology hub accessory manual regarding safe use of the bed to prevent elopement and other safety concerns. Page 3 of the user manual contains multiple warnings, including: "do not use this product if you do not understand or cannot follow the accompanying warnings and instructions. Do not allow anyone to climb or hang from the product. You are responsible for providing adult supervision while using this product. Use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days. If any damage is present, immediately discontinue use and contact cubby for repair or replacement. Check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. "Never leave patient user unattended for extended periods of time without monitoring and sensory stimulation. Openings in and between bed parts can entrap the head and the neck." Page 15 assembly + care faq's includes description and use of the locks on the safety sheets and the technology hub zippers and s-clips on the doors. On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact" page 22 of the user manual, maintenance checklist, describes to discontinue use of the bed if anything is damaged or missing. Sensory medical advised the customer to discontinue use of the cubby bed until damaged components could be replaced. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
The durable medical equipment (dme) representative reported that their client damaged the technology hub and eloped from the bed through the opening. The representative stated that the child took out the casing, the camera and the light and exited the bed. There was no report of injury as a result of the event.